Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) lead had no capture. The lead was explanted and replaced. There patient was recovering.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing was normal with no anomalies noted.